Event description:
The rptr did back to back blood glucose tests, within 10 minutes. Rptr's reported results were 15 and 249 mg/dl. Rptr did not have any symptoms. Rptr stated that test strips appeared "blotchy". Control testing could not be done due to unavailability of supplies. No harm was alleged. Follow-up attempts to contact the rptr have not been successful.